Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to recognize an ECG signal) has been confirmed. Upon investigation the monitor was unable to recognize an ECG signal from an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, pulling the j1001 connector loose on the ca board. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize an ECG signal.